Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced loss of stimulation after having subjected to an unrelated kidney operation. The ipg would no longer communicate with external devices and was not placed in surgery mode prior to the unrelated procedure. At this time, the next course of action has yet to be determined.

Event description:
Follow-up identified the patient was advised to consult with physician on the next course of action.